Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user removed midazolam from scaor4 drawer and entire pocket opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sensor malfunction in mini drawer, which caused the entire pocket to open instead of dispensing a single unit. The field service engineer resolved the issue by running hardware diagnostics and verifying the functionality of all sub-pockets, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user removed midazolam from scaor4 drawer and entire pocket opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.